Event description:
It was reported that while using a guiding catheter and another co's guide wire, the lesion was dilated with another co's balloon device. The penta stent was advanced to the lesion. All devices were removed as a single unit. Once out of the anatomy, the stent was observed to be located on the shaft of the delivery system. During the investigation, it was determined that the balloon ruptured radially and the material was dislodged. No patient effects were reported.